Manufacturer narrative:
A specific root cause could not be determined. The patient sample was not available for investigation. The provided assay performance data are within specifications.

Event description:
The customer reported that they received high results for one patient sample tested for estradiol. The sample initially resulted as 230.10 pg/ml and this value was reported outside of the laboratory. This initial result was not in accordance with the patient history, so the doctor requested a re-test. A second sample was collected from the patient and tested on a different e601 analyzer in a second laboratory on (B)(6) 2015. The result from the second sample was 80.42 pg/ml. A third sample was collected from the patient and tested on (B)(6) 2015, resulting as 74.83 pg/ml. The 74.83 pg/ml value was also reported outside of the laboratory. The original sample was also repeated on (B)(6) 2015, resulting as 207.80 pg/ml. The original sample was also repeated at a second laboratory on a different e601 analyzer, resulting as 187.70 pg/ml. The third sample was also repeated at a different laboratory, resulting as 69.69 pg/ml. The patient was not adversely affected. The estradiol reagent lot number was 179169. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).